Event description:
A user facility reported over correction on 3 pts after custom lasik surgery. The facility provided a spreadsheet of pt data and this pt presented with a decrease in bcva on the right eye.